Event description:
It was reported that this right ventricular (rv) lead was explanted due to helix entanglement during fixation which resulted to helix elongation during removal. The lead body remained intact, and helix performed as designed. A new lead with the same model was implanted. No additional adverse patient effects were reported.